Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Seven devices were received for evaluation. Six events were duplicated during testing. One event was not duplicated; however, the device was found to be outside of specifications. Three devices were found to have a breakdown in lubrication in the bearing. Four devices were found to have internal corrosion. Six devices were not available to stryker for evaluation. One device is expected to be received for evaluation; however, this device has not been received. This device is not repairable and was not returned to the user facility. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 14 </noe> malfunction events in which the device overheated. Fourteen reported events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. There were no remedial actions taken on these devices. These devices are not labeled for single-use. Corrected data: 1 device was expected for evaluation; however, the device was not received.

Event description:
This report summarizes 14 malfunction events in which the device overheated. 14 reported events had no patient involvement; no patient impact.